Event description:
No additional information received. Material# 305196. Batch# 3024120. It was reported by customer that nurse opened needle from package, noticed white spot on needle. Verbatim: rcc received a complaint via email. We received the following product complaint from our same day treatment unit: product: 305196. Lot: 3024120. Date of incident: july 15, 2024. Patient harm: no. Issue: nurse opened needle from package, noticed white spot on needle. Needle was not used. The spot appears to be a piece of the adhesive from the base where the metal is connected. It is loose and was against the pastic cover when I received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a white spot on the needle. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the needle assembly has an epoxy drip over on the needle. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur during the assembly process if there was a jam at the cannulator. A device history record review was completed for provided material number 305196, lot 3024120. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material# 305196. Batch# 3024120. It was reported by customer that nurse opened needle from package, noticed white spot on needle. Verbatim: rcc received a complaint via email. We received the following product complaint from our same day treatment unit: product: 305196. Lot: 3024120. Date of incident: (B)(6) 2024. Patient harm: no. Issue: nurse opened needle from package, noticed white spot on needle. Needle was not used. The spot appears to be a piece of the adhesive from the base where the metal is connected. It is loose and was against the pastic cover when I received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.